Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 tip broke. Nothing detached completely. The silicone tip insert peeled away from the metal, but stayed attached to the device. There were no additional incisions made. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Corrected section: d4 UDI#, h6- device code changed to 1454. The device was returned to the factory for evaluation on 10/10/2024. An investigation was conducted on 11/05/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No additional testing was conducted due the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" " was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000420981 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw ID#:(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. The lot number and exp date have not been provided despite multiple attempts to obtain the information. Therefore, the production identifier fields are not available.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 tip broke. A new device was used to complete the procedure. There was no delay. There was no patient harm.